Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5301-c because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the 8.5 in pressure rated set w/bonded experienced spontaneous disconnection. The following information was provided by the initial reporter: material #: mp5301-c. Batch/ lot #: unknown. It was reported that one of the connections would disconnect during usage.